Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, drawing, instructions for use, manufacturing instructions, and quality control were completed during this investigation. The complaint device was not returned therefore physical examination of the device by the quality engineering and/or engineering departments could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There were no non-conformances found within the lot for the set or for the rigid stiffener. However, there were two non-conformances found for the catheter. During the complaint history search two additional complaints related to this lot were found. The device was shipped with an instructions for use (IFU) shipped with each device that outlines precautions that should be taken when operating the device. Based on the provided information a definitive root can not be determined at this time. Measures have been previously conducted to address this failure mode. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient(s) was undergoing placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unspecified indication. The user attempted to withdraw the stylet following catheter placement . The customer reported that the stylet was 'dented' and became caught on the catheter. The device could not be removed from the catheter. It is not known what actions were taken to address the event. There are no reported adverse patient consequences. The device is not available for evaluation. A follow-up report will be submitted upon receipt of any additional information.